Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was moved to another lab, and the procedure was completed using another system. It was reported to philips that the system gave an alert indicating the generator was busy, preventing x-rays. Review of the logfile shows x-ray tube current out of range. Upon troubleshooting, the philips remote service engineer (rse) checked the system logfile remotely and found that tube current errors and requested onsite service. The philips field service engineer (fse) checked the system logfile onsite and found error tube current out of range (too low) filament test passes. The issue reoccurred after few days, and issue resolved by replacing the x-ray tube. To resolve the issue, the fse conditioned and adapted the tube, then performed tube yield and edl calibration. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the generator was busy, preventing x-rays. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.